Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 14 may 2024, it was reported that infusion set tubing detached and it detached from quick release. The set was in use for one day and sleeping led to the detachment. No further information available.